Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers began to scroll when they attempted to bolus. The customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.